Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. There was no reported adverse impact to the customer's blood glucose. The customer loaded a new cartridge into the pump and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.